Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 432-433 mg/dl with high ketone levels resulting in diabetic ketoacidosis; cause was not known. Healthcare provider identified the ketone level as dangerous. Customer delivered a correction bolus via pump to address bg level. Customer was admitted into the emergency room (ER), subsequently hospitalized and treated with intravenous insulin and saline fluids resolving the issue. Customer remained hospitalized at the time of report. Customer did not sustain any permanent damage. A system check was performed and no issues were identified.